Event description:
Rptr fell from ladder 28 feet, broke 3 ribs, "broke" disc, crushed vertebrae. Rptr needed surgery on his back but put it off from 5/92-12/92. In 2/93 he was told he had to have the surgery. He had the surgery 3/1/93. Ever since he states he has been useless. He can't bend, twist or crawl. He can't walk, stand, sit or lie down too long. It feels like he has a 2x4 nailed in his back.